Manufacturer narrative:
The complaint device was received and inspected. Visual observation confirms the distal tip of the needle was broken. The flag at the proximal end of the needle was rotated to the opposite side. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. They are intended to be used inside the irrigation fluid. Additional information provided indicates the needle was passed 8 times and it broke outside the patient. It is a possibility the needle was dry fired outside the patient causing it to break. Other than this possibility, a definite root cause cannot be determined. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email during a rotator cuff repair, the needle broke after several passages through soft tissues. The breakage occurred outside the patient. Use of another like device to complete the procedure. No patient consequence. Affiliate responded 06-23-2017: 8 passes were made prior to the break the needle broke outside of the patient. No delays.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email during a rotator cuff repair, the needle broke after several passages through soft tissues. The breakage occurred outside the patient. Use of another like device to complete the procedure. No patient consequence. Affiliate responded 6-23-17: eight passes were made prior to the break. The needle broke outside of the patient. No delays.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. They are intended to be used inside the irrigation fluid. Additional information provided indicates the needle was passed 8 times and it broke outside the patient. It is a possibility the needle was dry fired outside the patient causing it to break. Other than this possibility, a root cause cannot be determined. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.